Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va0rk3w, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that there was a burning, return of symptoms, pain and change in pain. It was occurring daily. The burning was at the implantable neurostimulator (ins) site to where the lead was at the base of the tailbone. The return of symptom was incontinence. The patient had 2 accidents one at work and one at home. The pain was running "long ways" from the tailbone to the vaginal area and down the left leg. The pain was starting at the ins site. The pain also switched from the left side to the right side. The burning and pain had been occurring since (B)(6) 2016. The return of symptoms started on (B)(6) 2016 and the change in pain started on (B)(6) 2016. There was no trauma or fall that could be related to this issue. There was no recent medical test or electromagnetic interference (emi) exposure. No troubleshooting or interventions were performed. The patient did not currently have the programmer with her. The patient was advised to speak with her healthcare professional (hcp). Further follow-up is being conducted to determine the circumstances that led to the issues and what steps were taken to resolve the issues. If additional information is received, a follow-up report will be sent.